Event description:
On (B)(6) 2013, it was reported that the self-adhesive on the patient's infusion set is not sticking to the skin. The patient has become detached from the cannula as a result. The patient has experienced elevated blood glucose levels and the presence of ketones in the urine increased by three levels. The patient was taken to a doctor and was treated for diabetic ketoacidosis and vomiting. The doctor advised that the patient take an insulin injection and change the temporary basal rate on the device to 200%. The patient has tried using micropore tape to hold the self-adhesive down, but it also peels off. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
No sample was received for examination. The reference samples were visually inspected of the adhesive tape and tested for flow and leak. All test results were within specifications. No product was returned.